Event description:
The patient is scheduled for revision surgery following a diagnosis of altr. The following measurements were recorded at 7 months since index surgery: cobalt - 26; chromium - 2.2; fluid cobalt - 420; fluid chromiun - 67. Infection has not been diagnosed. The patient is noted to be symptomatic. An MRI is also scheduled for this patient. Further information: patient was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding altr involving a rejuvenate modular device was reported. The event was confirmed. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The super and chs complaint databases show there have not been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required.

Event description:
The patient is scheduled for revision surgery following a diagnosis of altr. The following measurements were recorded at 7 months since index surgery: cobalt - 26; chromium - 2.2; fluid cobalt - 420; fluid chromium - 67. Infection has not been diagnosed. The patient is noted to be symptomatic. An MRI is also scheduled for this patient. Further information: patient was revised.